Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A report received from the health authority indicates that the surgeon applied two vacuums to the patient's cornea using the patient interface and started the laser ablation. However, the surgeon stopped the laser, citing a patient interface leakage (suction loss) during the lasik surgery. The system was retested, and the surgery was successfully completed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported product was not received at the production site and insufficient information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).